Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the pump stopped and was explanted. No further information is available.

Manufacturer narrative:
The investigation for the reported display issue has been completed. The impella device was not received from the customer. The data logs and clinical details provided were sufficient to determine a root cause. Data logs show a gradual loss in motor current pulsatility, a gradual rise in purge pressure, saturated flows, frequent drops in motor speed in the 24 hours leading up to the pump stop. Within 12 hours of the pump stop, there were increasingly frequent motor current spikes until the "impella stopped - motor current high" alarm triggered, and the pump suddenly stopped. In totality, the pump performance metrics show strong evidence of biomaterial interaction with the motor over time. Therefore, it was determined that the cause of the pump stop was most likely biomaterial buildup on the motor. This report is being filed as part of a retrospective review of historical records.